Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the purge valve assembly, blood detect tubing, and the crm assembly. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1. Event site name: (B)(6) hospital.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was used when iab catheter rupture occurred. There was no patient harm reported.